Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion was reproduced. Evaluation had the device go through flow line testing and the device failed in the flow line test for downstream occlusion. A review of the event history log revealed 'had a failed downstream occlusion, pump alarmed low during testing'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion low during testing . There was no patient involvement. No additional information is available.